Manufacturer narrative:
The investigation into the low flow, positioning issue, and access site bleeding has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause of the low flow was unable to be determined as no product, logs, or imaging was returned for this investigation. The root cause of the positioning issues was determined to be use related as the pump came out of place while the introducer was being removed. The root cause of the access site bleeding was determined to be use related as the peel away introducer was removed while still in the body. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the access site resulting from peeling away the 14fr introducer prior to fully removing from the site. During this event, the pump fell out of the ventricle. The pump was ultimately started; however, flows were lower than expected. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.